Event description:
Customer was admitted to hospital for high blood glucose. Checked programming insulin concentration, basal rates/times, bolus history, alarm history, programming and histories are correct.